Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing is detached. The likely cause of the failure is could not be determined. It was also noted that the bur is wobbling due to bearing detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur was properly attached to the handpiece however, it was very wobbly during the use. So surgeon swapped with a new bur to resolve the issue but experienced same. It was also reported that they believe the problem was with the handpiece. So they swapped the entmr8 handpiece and used a new cutting bur and worked well. There was no patient impact associated with this event.